Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged a few days after it was implanted. The following physician stated the patient moved her arm excessively, which contributed to the dislodgment. The physician attempted to reposition the lead. However, the physician noticed the lead outer insulation was damaged, likely with a scalpel or a cutting needle. As result, the lead was explanted and a new rv lead was implanted. The reported observation was suspected to be caused during the pocket suture at the implant procedure. No additional adverse patient effects were reported.